Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 6/27/2017 returned test strips produce high readings and e-2 error codes. Most likely underlying root cause of high control results and e-2 errors is due to improper storage: vial left open for an extended period of time test strip UDI# (B)(4).

Event description:
Consumer reported complaint for e-3. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptom. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed by the customer and produced test results of e-3 using true metrix meter. The test strip lot manufacturer's expiration date is 04/22/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Complaint for meter reading e-3 as soon as test strip is inserted. Customer denies ever leaving strips vial cap open.